Manufacturer narrative:
One device was received for evaluation. Visual inspection found the plunger assembly tamper seal was broken, and device had a cracked plunger case. The device?s event history log was reviewed for evidence of the reported problem and found ?motor rate error? In the log. To conduct functional testing an occlusion test was performed. Upon testing, motor rate error was found during occlusion test. The worm coupling, worm gear, lead screw and both clutch halves were old, dirty and worn out due to normal wear. The worm coupling, worm gear, lead screw and both clutch halves were replaced as they were determined to be the root cause. The device then passed all functional tests. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed motor rate error. No patient injury reported.